Manufacturer narrative:
H3 and h6. Evaluation codes: updated. One device was received for investigation. No abnormality related to the reported event was confirmed on the product's appearance. Per functional testing, it was confirmed that even if the main unit was turned on, the device did not operate. The complaint was confirmed. The cause was that the main board had malfunctioned due to water entering the inside of the main unit. The main pc board assembly was replaced to correct the issue. The device passed all functional tests after repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
Date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the temperature does not rise. The fault occurred while checking before in use with the patient. There was no patient involvement and no patient harm/adverse event reported.